Event description:
It was reported that balloon rupture occurred. A 2.25mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 3 seconds, the balloon broke. The procedure was completed by changing the balloon catheter. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 14 atmospheres for 3 seconds, the balloon broke. The procedure was completed by changing the balloon catheter. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: nc emerge mr, ous 2.25mm x 30mm balloon catheter, was returned for analysis. A visual and tactile examination identified multiple hypotube kinks along the length of the hypotube shaft. A microscopic examination of the balloon material identified a pinhole in the mid-section of the balloon between both markerbands. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A leakage test was performed, and the device was attached to an encore inflation unit and inflated to rated burst pressure.